Event description:
It was reported that the patient was having trouble charging their ins and the battery was getting low. When charging, they were getting all eight coupling bars, but the implant would not increment even after hours and hours of charging. The ins battery level was at 25%. They were adamant there was something wrong with the ins and not the external equipment because when they implanted their device, they crossed the wires. The caller believed this to be the issue. Troubleshooting was attempted to determine if the recharger antenna may be replaced, but the caller declined troubleshooting and just kept stating it was the ins. The ins recharger (insr) was confirmed to be charging fine. Additional information was reported from the manufacturing representative (rep) that the patient sent a photo showing 6 coupling bars and the ins was at 50%, but the patient was convinced something was wrong. Additional information received from a healthcare provider (hcp) indicated the cause of the recharging issue was due to the patient trying to charge while sleep and not getting good, consistent coupling. Sticky pads were sent to the patient to help with the coupling and the issue had been resolved. Additional information was received from a patient reporting that they were recharging the implantable neurostimulator (ins) and it seemed like it was drawing a lot of power. They stated that their chin was pulling to the right shoulder which is not normal for them. They checked the setting with the programmer and it showed the ins battery was at 50% and the ins was off. They stated they did not turn the device off and were not around any electromagnetic interference (emi) over the weekend that would cause the ins to shut off. They stated the battery was at 50%. They noticed their tongue was swelling and could barely talk and they could hardly swallow. They thought the ins was on at the time. The patient stated that they have had problems with the ins since day 1. They do not think the whole system is working right and are not really impressed with it. They explained that right after the ins was implanted, the readings were not showing up right. About 4 days after the ins surgery, they were showing stroke symptoms. The patient recalls telling their mother that they did not think they had a stroke, rather, the ins "wires are crossed". They stated the ins battery is wired backwards. The patient believes that their ins battery is depleting rapidly between charges because of the ins wires being crossed. The ins seemed like it was drawing a lot of power because it was at 100% when they went to bed and then it was at 50% when they woke up the next morning. The patient also thought the ins might be drawing a lot of power because the desktop charger (dtc) is damaged and because of a wiring issue with the recharger antenna. No issue was found with the recharger antenna during the call and confirmed they are able to charge their ins with all 8 coupling boxes filled in. It was reviewed for the patient that the external equipment would not cause the ins battery percentage to drop rapidly and again redirected patient to their hcp to have the ins checked.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were recharging the implantable neurostimulator (ins) and it seemed like it was drawing a lot of power. They stated that their chin was pulling to the right shoulder which is not normal for them. They checked the setting with the programmer and it showed the ins battery was at 50% and the ins was off. They stated they did not turn the device off and were not around any electromagnetic interference (emi) over the weekend that would cause the ins to shut off. They stated the battery was at 50%. They noticed their tongue was swelling and could barely talk and they could hardly swallow. They thought the ins was on at the time. They were redirected to their healthcare provider. Additional information was received from the patient on september 24th, 2020 stating that the ins seemed like it was drawing a lot of power because it was at 100% when he went to bed and then it was at 50% when he woke up the next morning. Patient thought the ins might be drawing a lot of power because of a wiring issue with the recharger antenna, but no issue was found with the recharger antenna during the call and the patient confirmed he is able to charge his ins with all 8 coupling boxes filled in. Pt then stated that he thinks the ins might be drawing a lot of power because his ins battery is "wired backwards" . It was reviewed for the patient that the external equipment would not cause the ins battery percentage to drop rapidly and again redirected patient to his health care provider (hcp) to have ins checked.